Manufacturer narrative:
Investigation summary: three event units were returned for evaluation. Upon inspection, engineering found that the septum of the ctf33 unit had been torn off. No additional damages or defects were noted to this unit. Engineering inspected the remaining two returned units and found both units met specifications and functioned properly. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Lap inguinal hernia - "during lap procedure, scope showed a small dark unknown object visualized on patient mentum. Surgeon removed object with graspers and remove from abdomen. It is unknown if object was from one of trocars used. Objects removed and case resumed." Patient status: fine.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.